Event description:
Per the info provided to co by the physician's office, the revision surgery was performed due to an "aneurysm of the right corpora." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced.